Manufacturer narrative:
(B)(4). Therapy dates - approximate date of event is "4-6 months ago". The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found with the sponge out of the cap but inside of the packaging. There was no patient injury or medical intervention associated with this event. No additional information is available